Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient lost consciousness due to low blood glucose levels. Blood glucose levels and treatment given were not provided as the patient refused to disclose information.